Event description:
When rn went to hang an IV med, noticed that the secondary tubing was backflowing into the primary solution. The tubing was taken down and a new one initiated. This is the third case reported in the last week.